Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after being disconnected from the pump during a hospital visit for a non¿blood glucose incident, with a highest reported glucose of 356 mg/dl and persistent readings above 180 mg/dl for approximately two hours; the device alerted for glucose above 300 mg/dl for more than 90 minutes, and the user received troubleshooting and education on supply change and contact detach. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for assistance, no professional medical intervention, and stabilization trending as glucose decreased to 320 mg/dl on follow-up. Investigation included customer support troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component failure and an unclear cause for the hyperglycemia following pump disconnection. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.